Manufacturer narrative:
Patient weight not available from the site. A medtronic representative visited the site and evaluated the system. Evaluation found x-ray battery voltage was below specification. Some of the batteries were swollen and stuck together, and the jumper was corroded. Upon replacement of batteries, a system checkout was performed, with all checks passing. The suspect batteries were not returned for medtronic's evaluation. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion case, the site was unable to take a 3d spin on the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The site discontinued use of the imaging system and proceeded with a c-arm. There was no adverse effect on patient outcome.